Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the operator stopped thumb advancement prior to completing sheath splitting, resulting in the clip not deploying. The safety release mechanism was not used per the instructions for use. The device was removed using counter-traction and assertive pull. Hemostasis was achieved using manual compression. There were no reported pt adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(Failure to complete thumb advancement) - the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.